Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, the customer reverted to using a backup insulin pump and was provided with instructions for returning the problematic pump.